Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to noise and oversensing, occurring while this patinet was drying their hair. This patient stated they felt pain around the device and felt like this device was moving. Technical services (ts) discussed device placement and troubleshooting with the field representative. A pocket revision was performed which noted device mobility even though the s-ICD was still sutured to this patient. This electrode and s-ICD were re sutured and remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to noise and oversensing, occurring while this patinet was drying their hair. This patient stated they felt pain around the device and felt like this device was moving. Technical services (ts) discussed device placement and troubleshooting with the field representative. A pocket revision was performed which noted device mobility even though the s-ICD was still sutured to this patient. This electrode and s-ICD were re sutured and remain in service. No additional adverse patient effects were reported. Additional information was received that there was an increase in shock impedance measurements along with additional noise and oversensing. Ts recommended evaluation in clinic with isometrics and x ray imaging since it has been over a year since the previous revision procedure.